Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was symptomatic. The pt experienced bleeding from the driveline exit site and pain over the outflow area. The hospital reported that the pt symptoms were related to being septic; positive blood cultures were taken from the driveline exit site. The hospital plans to administer medication.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.